Event description:
Related manufacturer reference number: 2017865-2023-94737. It was reported that the right atrial lead and right ventricular were oversensing noise. Over-sensing on the rv lead resulted in pacing inhibition. The patient was admitted into the hospital due to experiencing weakness and lightheaded. The patient was discharged. On (B)(6) 2023 programming changes were performed. The patient was in stable condition.